Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. However a faulty electrical chassis was found during the investigation. The previous service history has been reviewed and deemed unrelated to the current customer reported problem.

Event description:
It was reported that high pressure and low pressure at the same time. No additional information.